Event description:
Initial and add'l info received from a consumer on 03/11/2009 and 03/12/2009: a (B) (6) male received an unk amount of injectable poly-l-lactic acid (sculptra, lot # and exp date unk) on (B) (6) 2008 for (B) (6) facial wasting. He has a phobia of needles and asked the physician if he could be in a reclining position when receiving the poly-l-lactic acid injections. The physician insisted that he had to sit up, so he ended up passing out during the poly-l-lactic acid injection procedure. The physician is now refusing to finish the other side of this face leaving him to look deformed since the side of his face that he received poly-l-lactic acid in has already produced improvement. Medical history included hiv. Concomitant medications not provided. No further relevant info reported. Add'l info received from a consumer on 04/02/2009: consumer stated he was traumatized when he was younger while going to an allergist and receiving 20 allergy shots at one time. Later on, while he was in the military, he was ordered to donate blood but began passing out. Upon a neurological exam, he was diagnosed with vasovagal. With regards to the poly-l-lactic acid incident, he said that his passing out had nothing to do with poly-l-lactic acid. Upon receiving poly-l-lactic acid injection, he passed out for about 30 seconds while the needle was in his skin and was woken up by physician calling his name; there was no intervention. He did not experience chest pain, shortness of breath or any other symptoms before he passed out. He loves the product and he said that it did what it said it would do in the package insert (pi). No further info provided. Add'l info for sculptra (lot # and exp date not provided) from product technical complaint report case (B) (6) dated (B) (6) 2009, received by (B) (4) on 03/30/2009: (entered out of sequence) batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable. Add'l info received from a consumer on 07/17/2009: consumer reported that he previously received injectable poly-l-lactic acid at the va on the right side of his face and experienced a vasovagal episode. On (B) (6) 2009, he received another treatment with injectable poly-l-lactic acid (unk amount) (lot #, exp date unk) on his left side administered by an outside physician. He said that his first physician had him take arnica montana (arnica) 1 tablet daily for seven days prior to poly-l-lactic acid to prevent any bruising in addition to 1000 mg daily of vitamin c to help with collagen. He stated that he was sitting down in a chair and the needles shielded his view and he had no problem and feels that poly-l-lactic acid is a wonderful product. No further relevant info reported. Add'l info received from a consumer in the form of a consumer questionnaire and physician progress notes on 07/28/2009: progress notes stated that upon physical exam, the pt had multiple areas of lipoatrophy on the face including hollows and depressed areas on the bilateral temples, malar regions and cheeks so the pt was injected with one-quarter vial of poly-l-lactic acid into the treatment areas to the right side of the face on (B) (6) 2008 (noted as (B) (6) 2009 on questionnaire). He then experienced a vasovagal reaction with vomiting along with a syncopal episode but stabilized quickly. The treatment with poly-l-lactic acid was stopped due to the reaction and the left side of his face was not treated since he was not able to tolerate the injection procedure. The consumer advised that he did not visit the ER nor was he admitted to the hospital for the reported event. He also stated that he did not receive any medication or other treatments for the reported event and he continued taking poly-l-lactic acid as he had a second injection on (B) (6) 2009 without incident. Add'l concomitant medications included efavirenx 600 mg + emtricitabine 200 mg + tenofovir 300 mg (atripla), dronabinol (marinol), and amitriptyline hydrochloride (elavil). No further relevant info reported. Add'l info received from consumer on 10/12/2009: the consumer reported that he has had 4 doses of poly-l-lactic acid (sculptra). The first 3 were 3 weeks apart, and the last one 4 weeks apart. His next treatment will be on (B) (6) 2009. He stated that he has not seen the kind of improvement he expected, especially under his cheeks. The nasal labial fold has filled in some, but other than that, he cannot see any difference. He stated that he "overheard" the physician talking about using sculptra that was mixed a week prior to use and was inquiring if that could cause decreased efficacy. No further relevant info was provided. Add'l info for sculptra (lot # and exp date: not provided) from product technical complaint report case (B) (6) dated 10/22/2009, received by (B) (4) on (B) (6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Pharmocovigilance comment: (B) (4) company comment (B) (6) 2009 for (B) (4) f/u dated (B) (6) 2009, pqc f/u does not provide any new medical info, and does not change previous case assessment. The consumer did not observe the improvement he was expecting, and allegedly the product may have been mishandled (mixed a week prior to use). A (B) (6) pt with history of vasovagal/needle phobia was treated with injectable poly-l-lactic acid (sculptra) and experienced loss of consciousness thirty seconds during the injection. The second injection was no problem when he was sitting down in a chair and the needles shielded his view. This confirmed this case doesn't appear to be associated to the product (sculptra).

Manufacturer narrative:
Medically significant.